Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was attempting to use a chocolate balloon dilatation device for treatment in a patient in the mid superficial femoral artery that is calcified and 90% stenosis. No abnormalities reported in relation to anatomy. IFU was followed. It was reported that removal difficulties were noted removing balloon following balloon inflation. The stent was unable to be deploy. According to the standard surgical operation, mountain climbing and a series of surgical operations such as puncture were performed on the patient. Angiography found that the lesion was located at the terminal of the superficial femoral artery, and the occlusion was about 7cm long. The 18-guidewire was used to open the lesion site, and the opening was smooth until the dorsum of the foot. The outflow tract below the knee was acceptable, and the 3mm general balloon was used to simply dilate the anterior tibial artery and the peroneal artery. A 2mm balloon was then used to dilate the superficial femoral lesion segment, and a 3mm balloon was used for step-by-step dilation. The surgeon then requested to use a 5mm chocolate balloon for dilation, and no damage or folds were found in the packaging. No problems were found when the inner packaging was opened. The balloon was then pushed to the lesion site, and the lesion site was dilated using the standardized operation method of the chocolate balloon, and the dilation was smooth. Prepared to withdraw the chocolate balloon, and then continued to deflate the balloon. After the deflation was completed, it was found that it could not be withdrawn, and it was still not withdrawn after rotation adjustment. Then the pressure pump was used to inflate the device, and it was deflated again completely. After repeating this twice, the balloon was withdrawn from the body with a little force. The operation continued normally. No injury to patient reported

Manufacturer narrative:
Product analysis a visual inspection of the returned device could find no issues the device was flushed, and an 0.018¿ guidewire was loaded through the tip and exited the luer with no difficulties. An indeflator was attached to the device and the balloon was inflated to nominal pressure of 6atms and held pressure, the balloon was then inflated to rated burst pressure (rbp) of 12atms and held pressure the balloon was then deflated without issue medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.